Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on their intellivue multi measurement server x2 and there is no sound being produced. It is unknown if the device was in use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
H3 other text : replacement parts were ordered and shipped to the customer's site.

Event description:
The customer reported a speaker malfunction on their intellivue multi measurement server x2 and there is no sound being produced. It is unknown if the device was in use at the time of the event, no adverse event or patient harm was reported.